Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006; 5076-58 lead, implanted: (B)(6) 2014; 407645 lead, implanted: (B)(6) 2006; 5867-3m adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was dislodged and non-functional. In an attempt to replace the lead, significant stenosis and calcification were noted on a venogram. Approximately two inches of the lv lead were able to be removed and extracted before significant stenosis precluded additional removal. The lead was then capped without replacement, as various sheaths and introducers could not pass beyond the stenosis site. No further patient complications have been reported as a result of this event.